Event description:
It was reported through ¿reduced left ventricular assist device (lvad) utilization and post-transplant survival after donor allocation policy change¿ that heartmate 3 patients experienced transplantation while seeking to provide an estimate on waitlist and post-transplant survival trends in patients supported on durable left ventricular assist devices in relation to the united network for organ sharing (unos) donor heart allocation policy revision. Patients implanted with heartmate 3, heartmate ii, and heartware and listed for isolated heart transplantation between 18oct2013 to 16jun2023 were identified in the unos database and stratified into pre and post policy revision ((B)(6) 2018) groups. Waitlist and post-transplant survival was analyzed and compared between these two groups. 7,664 patients were listed with lvad (pre: 4,144, post: 3,520), and 7,253 patients underwent isolated heart transplant (pre: 4,853, post: 2,400). Policy revisions were associated with decrease in patients supported on lvads (42.3% vs. 19.8%, p<0.01). For those listed with an lvad, fewer patients eventually underwent transplantation (74% vs. 63.3%, p<0.01). Waitlist survival was comparable among patients supported on lvads (p=0.7, figure 1a). Following the policy change, patients supported with an lvad at the time of transplant had a worse survival compared to prior to the policy change (p<0.01).

Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section b3: date of event corrected to end date of data collection. Sections e2 and e3: corrected. Section g2: report source corrected. Section h6: health effect - impact code corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist systems (lvas) and the reported events could not conclusively be established through this evaluation. The serial numbers of the heartmate 3 left ventricular systems in use were not provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision d, is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.